Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One x-ray image was provided and reviewed. The image presents shows a balloon in a vessel. The mid balloon has a severe narrowing or tight band that is constricting inflation. The proximal and distal aspects of the balloon are fully inflated. Therefore, the investigation is confirmed for the reported balloon twist upon inflation. A definitive root cause for the reported balloon twist upon inflation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty (pta) procedure using the lutonix drug coated balloon catheter. During the procedure, the balloon allegedly did not expand completely. Balloon was probably twisted and the catheter and did not expand in the vessel. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one x-ray image was provided and reviewed. The image presents show a balloon in a vessel. The mid balloon has a severe narrowing or tight band that is constricting inflation. The proximal and distal aspects of the balloon are fully inflated. One lutonix 18 drug coated balloon returned for evaluation. Upon visual inspection, one point of slight twisting was noted on the balloon. Overall, the sample was bloody within the hub and on the balloon. Dried saline was noted within the balloon. No other anomalies noted on the y-body. During functional testing, the point of twisting was examined under microscopic examination. Then the device guidewire lumen was flushed using an in-house syringe and slight resistance was noted with bloody water expelling from the distal tip. The patency of the guidewire lumen was tested using an in-house guidewire, and it was able to be inserted without issues. Negative pressure was applied with an in-house presto inflation device. The balloon was inflated maintained a normal uniform shape and pressure. The balloon was inflated to rbp and was able to maintain uniform shape and pressure. The balloon was deflated and did not revert to twisting. No other functional testing performed. Based on image review and sample returned, the investigation is confirmed for the reported balloon twist upon inflation. A definitive root cause for the reported balloon twist upon inflation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty (pta) procedure using the lutonix drug coated balloon catheter. During the procedure, the balloon allegedly did not expand completely. Balloon was probably twisted and the catheter and did not expand in the vessel. There was no reported patient injury.